Event description:
Boston scientific received information that the patient experienced chest pain and irregular heart beat. For that reason an x-ray was performed. After the reported symptoms, high thresholds and muscle stimulation were noted leading to the revision of the right ventricular (rv) lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the stylet inserted and the helix mechanism extended. Due to the condition of the lead returned (dried blood/body fluid in the helix mechanism); the helix could not be actuated during testing. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and muscle stimulation. Due to high pacing thresholds and diaphragmatic stimulation, a lead revision surgery was scheduled. Once the surgery was underway, the helix of this rv lead was able to be retracted, but there was difficulty extending the helix again. The helix was also exercised outside the patient's body and the helix did not easily extend. The rv lead was explanted. No additional adverse patient effects were reported.